Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. No reported event was observed since met with the product specifications. A visual inspection was conducted and it was observed all the components are assembled properly at the tube according to drawing. An inflation/deflation test was performed, and it was observed the cuff held the air, the sample was left inflated 24 hours according to process instruction, after this time no deflation was observed, additionally the sample was submerged into a container filled with water and no leaks were observed. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's cuff was ruptured days after the procedure. The customer indicated that the patient was re-cannulated.